Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. While mowing, the patient started feeling like her glucose was low; she was sweating more than normal and felt lightheaded. She called emergency medical services (ems), went into the house, drank juice, ate peanut butter, and turned off her insulin pump; however, the cgm continued to display 40-something mg/dl. The patient reported her bg must have been lower than what was displayed on the cgm because she can usually increase her bg with juice and peanut butter. Ems arrived, administered injectable and oral glucose and post treatment, the cgm displayed 50-something mg/dl but her bg per ems was between 150 - 200 mg/dl. Because the bg was higher than the cgm, she turned her insulin pump back on while being transported to the hospital. Unspecified treatment was provided to the patient in the emergency department (ed) and she was released an unspecified amount of time later. At the time of report, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.